Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No motor error alarm noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin pump. Customer also reported that the insulin pump had motor error alarm. Customer was able to complete insulin pump rewind. The customer declined troubleshooting for high blood glucose level. The insulin pump was returned for analysis.